Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Subsequent, xr abdomen ap (kob) indicated supine view of the abdomen which demonstrated an ivc filter at the l1 level and it was slightly tilted to the right. Approximately fifteen days post filter deployment, CT revealed multiple large pulmonary emboli bilaterally. The apex of the inferior vena caval filter was just above the insertion site of the renal veins bilaterally. Approximately two months later, x-ray demonstrated right ureteral stents in good position. The 2 calcifications overlying the mid portion of the stent at the l4-l5 level suspicious for ureteral calculi. Approximately, one month later, patient presented with right flank and right sided abdominal pain. CT scan confirmed the presence of a right renal sub capsular hematoma. Subsequently, few days later, x-ray revealed one of the stent was removed and the calcification seen adjacent to the stent. Approximately, four months later, CT revealed 3 of the legs appear to be tenting and probably penetrating the anterior vena cava and the hook tip appears to be embedded in the wall of the posterior inferior vena cava. Therefore, the investigation is confirmed for positioning issue. However, the investigation is inconclusive for perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the ¿the legs appear to be tenting and probably penetrating the anterior vena cava¿. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts were perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.